Manufacturer narrative:
Manufacturer's ref# (B)(4). Technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. Trended case device investigation conclusion: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. Clinical assessment concluded: the case involves a charger that overheated and melted around the outlet. There has been no patient harm. Original equipment was used. The device to be replaced with a new one. Based on the result from r&d investigation from a trended case, clinical conclusion on the case is that there is a potential risk of heat dissipation based on the findings. The case also states that it is not known whether the cord used was the one issued with the charger or a different one. It is recommended to use the one issued with the charger. A damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been safety tested according to applicable standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register manufacturer's investigation is final. This is a combined initial and final report.

Event description:
It was reported that on unknown date ((B)(6) 2022 best estimate) charger overheated and melted around the outlet. Follow up information received. The charger was plugged, sitting on the nightstand. The patient noticed heat and unplugged it. Hearing aids are not damaged. Original equipment was used. No harm to the patient or property reported. The device was replaced at the hearing care provider office. No further follow up information is expected.